Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2012-08822. Reference MFR. Report: 1627487-2012-08823. Reference MFR. Report: 1627487-2012-08825. It was reported the pt had inadequate pain coverage and rib stimulation. The pt was scheduled for a lead replacement procedure. During the procedure, a deficit to the lower extremities was observed when the dural separator was used after removing the existing lead. The replacement procedure was aborted prior to the placement of the new lead and the entire system was explanted. The pt had an extended hospitalization. No further info is available at this time.